Manufacturer narrative:
Concomitant medical products: product ID: w1sr01. Serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and right ventricular (rv) lead were explanted and replaced due to infection. No further patient complications have been reported as a result of this event.